Event description:
The account alleges that the lines of the catheter were leaking internally and from the lumens. No additional patient consequence to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The device along with photos were returned for investigation. The device was leak tested and was found to leak at the arterial side of the catheter between the luer and the clamp. The complaint has been confirmed. As the device was not manufactured by merit it is not possible to determine the lot history or what may have occurred to cause this failure. As such, the root cause cannot be determined. Nonconformances of this nature are monitored by the operation team. Correction: b1 and h1 were corrected to reflect product malfunction only.